Manufacturer narrative:
(B)(4). On (B)(4) 2012, service order (B)(4) was generated for this event. Per service order, the battery and flow board was replaced. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital of (B)(6), rotaflow with serial number (B)(4) displayed err temp message during priming. The unit was restarted and the problem could not be duplicated. The machine was not in use on a patient. The customer used another rotaflow console and drive for the patient procedure. (B)(4).